Event description:
Per the surgeon's report, this patient's device was explanted in 2006 due to a skin flap infection. He reimplanted a new device during the same surgery.

Manufacturer narrative:
This is a final report.